Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal, that this patient's right knee was implant (B)(6) 2017. Revision date: (B)(6) 2022, reason for the revision was not reported. No additional information provided.

Event description:
Additional information received from the facility indicates that the patient was revised due to femoral debonding/loosening and acute pain of the right knee. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5. The following sections were corrected: d1, d4, g2, g4, h4, h6.